Event description:
It was reported that a malfunction alarm occurred with the device showing malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was instructed to continue using the device and to call back if the malfunction recurs.